Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's lead, exhibited noise on the right ventricular channel. The noise was oversensed and pacing was inhibited. It was reported the patient presented due to syncope which corelated to the observed noise. Boston scientific technical services (ts) discussed reprogramming options. No additional adverse patient effects were reported.